Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had experienced a loss or change of therapy. Just not working having accidents all the time. The patient felt stimulation. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient was at program 4 at 2.6 volts; she said she can't go any higher or it is uncomfortable. Pt changed to program 1 at 2.2 volts. Symptoms reported were: having accidents. Event date: 2015. (6 months at least). Indications for use were noted as: fecal incontinence and gastrointestinal/pelvic floor. Additional information was received from the patient. The patient reported that therapy had definitely not been 100% of an answer because they were still taking a high dose of medication but noted it did help. The patient stated that in the past 6 months they had not been getting the same help as before and that their symptoms were worse. The patient reported that their accidents were more frequent because their stool was soft and small and just slipped out. The patient stated that this was partly due to their low fiber diet and noted that it was occurring every day. The patient indicated that they felt stimulation on program 1 at 2.4-2.5 v but sometimes they had to back it off. The patient felt stimulation in the correct location and switched from program 1 at 2.4 v to program 2 at .6 v. The patient noted that the stimulation sensation was comfortably felt on the right side of the vagina. The patient stated that it felt different than program 1. The patient was to follow up with their hcp if the problem did not resolve. Additional information was received from the patient on (B)(6) 2017. The patient wanted to try a new program and was reviewed that they had previously tried programs 1,2 and 4. The patient noted that program 2 was the worst of the programs so far and noted they felt like they didn't have any control. The patient was walked through changing to program 3 at .7. The patient noted that they could feel that it was closer to where they needed to feel it. The patient stated that they would try this for some time and would note the symptoms they had on program 3. The patient was to see the hcp for other programming if they did not see an improvement in symptoms. The patient noted that they had not been to the hcp since being implanted 2 years ago and needed to contact them. The patient noted that the device was helping but not a lot. The patient was still having accidents and was taking motoral for their symptoms. No further complications were reported or were expected. Additional information was received from the patient. The patient reported that she was no longer feeling stim and has tried increasing stim but was still not feeling a stim sensation. The patient reported that she has tried replacing the batteries in the patient programmer (pp) and has tried turning the implantable neurostimulator (ins) off/on but is still not feeling stim. The patient noted that she usually feels stim to some degree. The patient reported that she has been going to the bathroom like crazy and having bowel movements. The patient stated that she is currently on program 3 and has found great success with this program. The patients stim was at 2.3v but she noted that she usually keeps stim at 1.9v. The patient reported that she never turns the ins off but on the rare occasion when she does, sometimes after turning stim back on, she will feel a "huge surge because it seems to be more sensitive". The patient stated that she does weight training a lot/lifts heavy weights and is concerned something may have become dislodged in regards to her implanted system. No further complications were reported or were expected.